Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: microscopic examination and tactile inspection found a partial separation at the collar/proximal shaft area. The guide catheter used in the procedure was not returned for analysis, so a 6f mach 1 was used to perform functional testing. The distal end of the shaft was inserted into the guide catheter with no resistance; however, due to the separation of the shaft, functional testing was unable to be performed. The maximum outer diameter (od) of the guidezilla distal shaft measured .06696 in. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed (B)(6) 2015: it was reported resistance occurred. During the use of a guidezilla extension catheter in a percutaneous coronary intervention (pci) procedure, resistance was encountered. The device was removed and the procedure was completed with a non bsc device. No complications were reported and the patient was good post procedure. However, product analysis revealed a shaft separation.